Manufacturer narrative:
The tslim x2 user guide states: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was not impacted. System check was performed and the pump performed as intended. There was no damage noted to the cannula. Reportedly, the customer changes their infusion set every three days. Tandem technical support informed the customer that per labeling, the infusion set should be changed every two days. The customer was to continue using the pump until the replacement pump arrived in order to ensure that insulin delivery would not be interrupted.